Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she has been getting the no delivery alarm. The customer also stated that she was hospitalized with blood glucose levels greater than 600 mg/dl. The customer stated that she was nauseated, vomiting and frequently going to the bathroom. The customer stated that her infusion set may have fallen off without her knowing it. The customer declined troubleshoot. Nothing further was reported.